Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they keypad is unresponsive. The customer's blood glucose at the time was 305mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.